Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent , when the device was unpacked it was noticed that the stent appeared to be "corroded." A visual check of the stent was performed while the stent was inside the packaging, revealing that the stent had split into two pieces. Reportedly, the suture was removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
Component code 515 relates to device code 2907 for detachement of device or device component.(B)(6).

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent , when the device was unpacked it was noticed that the stent appeared to be "corroded." A visual check of the stent was performed while the stent was inside the packaging, revealing that the stent had split into two pieces. Reportedly, the suture was removed from the stent. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
Analysis of the returned percuflex ureteral stent revealed no sign of corrosion or material degradation. The stent was received in two pieces; approximately 7 cm of the renal end was detached from the rest of the stent. The suture was not present and the suture hole showed evidence of stress marks. The tear at the renal end was most likely caused by the suture when it was being removed by the customer. Therefore, handling damage contributed to the detachment. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.